Manufacturer narrative:
Follow-up # 1 ¿ (12/03/2014). The patient¿s test strips have been returned on 11/21/2014 and evaluated by lifescan product analysis on 11/21/2014 with the following findings: the test strips involved with this complaint failed testing. When test strips were tested with control solution, an error 4 was observed with no assignable cause found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan USA alleging that his onetouch verio sync meter displayed an error 4 message. The following complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient stated that the alleged meter issue began on (B)(6) 2014 at 6:00 am. The patient manages his diabetes with a combination of metformin and prandin oral medications. The patient stated that he took his usual sliding scale prandin medication dose on (B)(6) 2014 at 6:00 am in response to the alleged meter issue. The patient claimed to have developed the symptom of "shaking" on (B)(6) 2014 at 9:00 am, after the alleged meter issue began; however, he denied having received any treatment. At the time of troubleshooting, the csr noted that the test strip completely drew in the blood sample, the patient was using the correct testing technique, the subject meter was not being used for the first time, the test strips had not expired or been open for longer than the discard date and the alleged issue was not resolved with troubleshooting. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported as the patient claimed to have developed the symptom of ¿shaking¿ after the alleged meter issue began. This symptom does meet lifescan¿s criteria for a serious injury.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
The patient¿s meter has been returned on 11/3/2014 and evaluated by lifescan product analysis on 2/9/2015 with the following findings: no error message is observed in the error log, and error was not reproduced during the investigation. A DHR (device history record) was completed on 01/16/2015 for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.